Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for high blood glucose levels and ketones. The customer stated she was pregnant. The customer also reported no delivery alarms prior to the hospitalization. Nothing futher was reported.